Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-02028. It was reported that patient experienced loss of stimulation due to high impedance issue observed on the leads. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
Information indicates that lead model 3186 sn (B)(6) (MDR) was the only lead explanted (B)(6) 2020. Lead model 3186 sn (B)(6) (MDR) remains implanted.

Event description:
Information indicates that lead model 3186 sn (B)(6) (MDR) was the only lead explanted (B)(6)2020. Lead model 3186 sn (B)(6) (MDR) remains implanted.

Event description:
New information received states that the lead was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.